Manufacturer narrative:
While performing a review of the file it was determined that a system error required a new complaint record be created. Please disregard any reports associated with file mrn 3012307300-2024-14234. Please reference file mrn 3012307300-2025-03510 for all details pertinent to this event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed the alarm, "cassette not attached properly." There was unknown patient involvement. No patient harm/adverse event was reported.